Event description:
It was reported that the patient had received inappropriate shocks from the lead. It was also reported that the lead was oversensing, had low impedance, noise and undersensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4); the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead was stretched. (B)(4) we also received performance data collected from the device and have analyzed the data. An impedance/resistance decrease was noted. Weekly pacing lead impedance trend data shows a gradual decrease for maximum and minimum ventricular pace = 432 to 264 ohms minimum between (B)(6) 2011. Undefined resistance was also noted. Two patient alerts for rv lead impedance = not taken on (B)(6) 2011. Interference/noise was noted. Ventricular short interval count (v-sic) =303.4 counts average per day, in 5.91 days, between (B)(6) 2011. Oversensing was found. Three ventricular non-sustained tachycardia <=180 ms on (B)(6) 2011. One ventricular fibrillation=140 ms average ventricular cycle on (B)(6) 2011.